Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/2/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case. The product was disinfected according to procedure wv0491. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that optic body of the lens is damaged on the posterior side and the optic body is been cut. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided; best estimate is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zxr00 18.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2018. It was later removed on (B)(6) 2018 due to unspecified lens malfunction. The explanted lens was successfully exchanged with another lens of the same model and diopter. There was no incision enlargement, vitrectomy or suture required. Reportedly, patient is doing well post operatively. No further information was provided.